Event description:
The affiliate stated the customer reported a falsely elevated troponin I (access® accutni) result, within the risk stratification, for one patient, involving access® accutni reagent used in conjunction with the unicel® dxc 600i synchron® access® clinical system. The customer stated the elevated result was released out of the laboratory. The customer was not aware of any impact to patient care. There has been no report of patient consequence associated with this event. A second sample was collected from the patient approximately six hours after and analyzed on the same instrument, which produced a negative result. The customer then reanalyzed the original sample, on the same instrument, and a negative result was also obtained. An amended report was issued to the hospital. The patient's samples were collected in plasma separator tubes (pst) and centrifuged at 4,000 rpm (rotations per minute) for five minutes, at room temperature. The samples were stored in refrigeration between analyses. The customer indicated quality control (qc) was within the laboratory's acceptable range prior to and following sample analyses. The customer reviewed the patient data and noted no further issues. The laboratory defines negative troponin I results as <0.04 ng/ml and has an acute myocardial infarction (ami) cutoff value of 0.1 ng/ml. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
There is no indication that the access® accutni device was returned for evaluation. The field service engineer (fse) performed a high sensitivity (hs) system check, which passed within instrument specifications. The fse proactively replaced the aspirate probes and main pipettor and verified peristaltic pump operation. No hardware malfunctions were identified. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, a definitive cause of the incident could not be determined with the available information.